Event description:
Reporter indicated a patient had vns lead and generator replacement surgery performed on (B)(6) 2012, due to a lead break and generator battery depletion. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Product information was received. No additional or relevant information has been received to date.